Event description:
It was reported that during implant of this right ventricular (rv) lead and connection to a pacing system analyzer (psa), high out of range pacing impedance measurements greater than 2,000 ohms, noise, oversensing and pacing inhibition was observed. A new alligator clip was used with the psa, however, the reported clinical observations continued to be observed. The lead was removed and a new lead was implanted and acceptable lead measurements were observed. This lead was attempted, but not implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of this right ventricular (rv) lead and connection to a pacing system analyzer (psa), high out of range pacing impedance measurements greater than 2,000 ohms, noise, oversensing and pacing inhibition was observed. A new alligator clip was used with the psa, however, the reported clinical observations continued to be observed. The lead was removed and a new lead was implanted and acceptable lead measurements were observed. This lead was attempted, but not implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.